Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken. The investigation regarding the root cause(s) and/or corrective actions was conducted under mdd CAPA-(B)(4). Ongoing post market surveillance is conducted per our procedures for this product.

Event description:
Asr claim letter received. Claim letter alleges strong and constant pain, difficulty ambulating, elevated metal ion levels, muscular, renal and cardiac deficit, local and generalized toxicity from chromium-cobalt with complicating cancerous pathology to the urogenital apparatus, anxiety and depression for one's state of health, damage and oncology to the genital apparatus, uncertain gait, functional limitations of the joint, local swelling and easy fatigue. It was also stated that plaintiff was implanted with asr xl. Doi: (B)(6) 2008 ; dor: not reported; (right hip). Patient is bilateral, see for (B)(4) left side.